Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced repeated pump restarts with an alert 38 indicating a motor stall, with intermittent ability to initiate a rewind despite supply changes and guidance to restart the pump, consistent with a failure to infuse related to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications-related problem and device behavior consistent with a failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.